Manufacturer narrative:
(B)(4). Updated sections: b4, b5, g3, g6, h2, h11.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 co2 line was not working. It appears the blue valve is missing from the co2 leur connector. Tower is instructing error on co2 pressure. The surgeon just kept on going until the pressure on co2 got better. Per photo provided by the complainant, it is observed that the blue valve is missing. There was a delay of 20-30 minutes while trying to troubleshoot. The procedure was completed with the same device. No injury.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the intact btt. The blue luer lock was not observed in the port on the btt. No other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failiure "missing component" was confirmed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. A manufacturing engineering evaluation was conducted on the photograph that was provided by the account. The device was not returned to maquet for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the intact btt. The blue valve within the luer lock was not observed in the port on the btt. No other visual defects were observed. Based on the photographic evaluation, the reported failure "missing component" was confirmed. The lot # 3000482852history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 co2 line was not working. It appears the blue valve is missing from the co2 leur connector. Tower is instructing error on co2 pressure. Per photo provided by the complainant, it is observed that the blue valve is missing. There was a delay of 20-30 minutes while trying to troubleshoot. No injury.